Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that low out-of-range shocking impedance was observed on this implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. There has been no additional information regarding this particular event. The device and lead remains in service. No adverse patient effects were reported.